Event description:
Non-integration reported. 4 implants place (B)(6) 2021 in lower jaw 3 of the 4 did not integrate. Patient is under physician care for bone problem.

Event description:
Non-integration reported. 4 implants place (B)(6) 2021 in lower jaw 3 of the 4 did not integrate. Patient is under physician care for bone problem.